Event description:
CT technologist reported that during a CT scan of the abdomen/pelvis with contrast to rule out lower abdominal pain on a male that the suspension arm broke at the j-bow connection. The injector fell down a foot and was being supported by the power cable from hitting the ground. He reported that neither the pt nor himself were seriously injured, he did report a small bolt and plastic object grazed his shoulder, but he was not injured. He did receive a small bruise to his ring finger when he grabbed the injector tubing.

Manufacturer narrative:
Liebel flarsheim field svc engineer svc report, the suspension arm was examined at the site and photograph. Liebel flarsheim MFR investigation is pending on the customer sending back the suspension arm.